Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be cracked on both lower front corners of top case and cracked on right plunger case. Some contamination was found inside bottom case. Unable to download ehl due to a blank screen and a constant alarm, followed by device going into failed e safe test. Upon power up, the same was noted, as a result of a combination of main board and antenna contamination. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The problem source has been determined to be user interface.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump keeps alarming 242 failed safe. No patient involvement with this incident.